Manufacturer narrative:
(B)(4).

Event description:
The complaint was reported by a customer from (B)(6): "during pca infusion, product morphine, continuous 2ml/hr + bolus 2mg, the 3 first bolus were correctly administrated. When the patient requested the forth bolus, the pump showed the message: confirmation pour l administration dun bolus de 162mg (translation: confirmation for the administration of a bolus of 162mg) instead of a bolus = 2mg. The nurse cancelled the bolus request. Parameters of the infusion: pca mode, continuous: 2ml/hr; bolus 2ml (= 6.7 ml), times without bolus 30 minutes, 8bolus / 4hrs, volume to be infused: 100ml; tubing set used ap424. Delay in therapy: unknown; need for medical intervention: unknown; human harm: no; serious injury or death: no."